Event description:
It was reported that surgery for the removal of a tibial nail was made necessary by a non-union and fibrous growth around a line of fracture. An x-ray on an unknown date revealed the non-union. During surgery, the 11mm x 375mm tibial nail was removed along with three 5mm locking screws. They were replaced with a 12mm x 375mm tibial nail and three 5mm locking screws. During the revision surgery, the surgeon used a 3.5 cortical blocking screw to insert the new 12mm tibial nail. The blocking screw was nicked and a fragment came off during reaming. An x-ray on the day of surgery revealed that the piece was successfully retrieved. This is 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Retracting DHR results as previously reported. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.